Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer self-started on the pump and blood glucose level was elevated (375 mg/dl). Customer believed ketones were present but declined to test to confirm. Customer delivered a correction bolus via the t:slim pump and then reverted to previous non-tandem pump. Blood glucose level decreased to 320 mg/dl. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to remain on non-tandem pump until t:slim pump training as well as review pump settings with clinical diabetes specialist and health care provider. Customer acknowledged and declined any further follow up.